Event description:
It was reported by the hospital that the external pacemaker was out of spec and needed to be returned for repair. The device has not been returned and follow-up calls to the hospital failed to locate the original caller. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.